Manufacturer narrative:
The explanted arsenal set screw is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
An international customer (B)(6) reported that during a post-op visit, the surgeon noticed the set screw backed out at the l5. The surgeon elected monitor and observe the patient's condition. The patient later complained about pain in his/her back. The diagnosis was nonunion. It was decided to conduct revision surgery, which took place (B)(6) 2018. The arsenal spinal fixation system was originally implanted (B)(6) 2017 at the l5/s.

Manufacturer narrative:
The set screw bottom surface is the surface that interacts with the rod to create a stable construct, therefore the wear pattern on these surface were inspected. The expected contact surface between set screw and rod after fully tightened results in two inline marks on both components. The explant set screw displayed a "starburst" wear pattern on the bottom surface of the set screw which is indicative of motion between rod and screw. The explant rod also displayed one long linear wear mark indicative of motion between rod and screw. The set screw had no significant wear or shear/deformation of the threads. Therefore, the set screw disengagement may be attributed to a non-normalized rod which caused repeated motion at the rod-screw interface resulting in set screw back out.